Event description:
It was reported that the cannula on the amvisc is not locking properly. The cannula came apart from the syringe while the amvisc was being injected into the pt's eye. There were no pt consequences reported. This report involves two units from the same lot. Additional info has been requested.

Manufacturer narrative:
The devices have been requested but have not been received for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.